Event description:
Severe reactive effusion occured [joint effusion]. Swelling in the joints (knee, shoulder, etc) [joint swelling]. Case narrative: this case was linked to case (B)(4) (same reporter). Initial information received on 26-sep-2019 from germany regarding an unsolicited valid serious case received from a physician. This case involves a patient of unknown demographics, who experienced severe reactive effusion occurred and swelling in the joints (knee, shoulder, etc) with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient had ongoing osteoarthritis on the right. The past medical history(s), medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection (synvisc), at unknown dose via intra-articular route for once, (lot - unknown) for osteoarthritis on the right. Information on batch number was requested. On an unknown date, patient had swelling in the joints (knee, shoulder, etc). Since (B)(6) 2019, after unknown latency, patient had severe reactive effusion. Event of joint effusion was assessed as serious as intervention (cortisone, prednisolone) was required for the same. It was reported that synvisc therapy was stopped due to reactive effusion. Prednisolone was given once as corrective treatment for the event of severe reactive effusion after being punctured twice. Reportedly, joint was punctured and subsequently cortisone was injected into the affected joint. As of (B)(6) 2019, patient had improvement and was recovering from severe reactive effusion. Action taken: drug withdrawn (therapy stopped) for severe reactive effusion occurred; unknown for swelling in the joints (knee, shoulder, etc). Corrective treatment: cortisone, prednisolone for severe reactive effusion occurred; not reported for swelling in the joints (knee, shoulder, etc). Outcome: recovering for severe reactive effusion occurred; unknown for swelling in the joints (knee, shoulder, etc). A product technical complaint was initiated and results were pending for the same. Additional information received on 01-oct-2019 from physician. Suspect product therapy and action taken updated. Medical history of osteoarthritis on the right added. Event of distinct stimulus and synvisc was administered by intra-arterial infusion added. Clinical course updated. Text amended accordingly. Based on the information previously received on 01-oct-2019, the events of distinct stimulus and synvisc administered by intra-arterial were deleted. Verbatim for severe effusion occurred was updated severe reactive effusion occurred. Text was amended accordingly.

Event description:
Severe reactive effusion occured [joint effusion]. Swelling in the joints (knee, shoulder, etc) [joint swelling]. Case narrative: this case was linked to case (B)(4) (same reporter). Initial information received on (B)(6) 2019 from germany regarding an unsolicited valid serious case received from a physician. This case involves a patient of unknown demographics, who experienced severe reactive effusion occurred and swelling in the joints (knee, shoulder, etc) with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient had ongoing osteoarthritis on the right. The past medical history(s), medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection (synvisc), at unknown dose via intra-articular route for once, (lot - unknown) for osteoarthritis on the right. Information on batch number was requested. On an unknown date, patient had swelling in the joints (knee, shoulder, etc). Since (B)(6) 2019, after unknown latency, patient had severe reactive effusion. Event of joint effusion was assessed as serious as intervention (cortisone, prednisolone) was required for the same. It was reported that hylan g-f 20, sodium hyaluronate therapy was stopped due to reactive effusion. Prednisolone was given once as corrective treatment for the event of severe reactive effusion after being punctured twice. Reportedly, joint was punctured and subsequently cortisone was injected into the affected joint. As of (B)(6) 2019, patient had improvement and was recovering from severe reactive effusion. Action taken: drug withdrawn (therapy stopped) for severe reactive effusion occurred; unknown for swelling in the joints (knee, shoulder, etc) corrective treatment: cortisone, prednisolone for severe reactive effusion occurred; not reported for swelling in the joints (knee, shoulder, etc) outcome: recovering for severe reactive effusion occurred; unknown for swelling in the joints (knee, shoulder, etc) a product technical complaint was initiated on 24-oct-2019 for synvisc. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 01-nov-2019 additional information received on 01-oct-2019 from physician. Suspect product therapy and action taken updated. Medical history of osteoarthritis on the right added. Event of distinct stimulus and synvisc was administered by intra-arterial infusion added. Clinical course updated. Text amended accordingly. Based on the information previously received on 01-oct-2019, the events of distinct stimulus and synvisc administered by intra-arterial were deleted. Verbatim for severe effusion occurred was updated severe reactive effusion occurred. Text was amended accordingly. Follow up information received on 24-oct-2019. No new information received. Additional information received on 01-nov-2019 from other healthcare professional. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Severe effusion occured [joint effusion]. Swelling in the joints (knee, shoulder, etc) [joint swelling]. Case narrative: this case is linked to case (B)(4) (same reporter). Initial information received on 26-sep-2019 regarding an unsolicited valid serious case received from a physician. This case involves a patient of unknown demographics, who experienced severe effusion occurred and swelling in the joints (knee, shoulder, etc), while he/she using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate, formulation injection, at unknown dose, route, frequency, (lot - unknown) for unknown indication. Information on batch number was requested. On an unknown date, after unknown latency, patient had swelling in the joints (knee, shoulder, etc) and severe effusion occurred. Event of joint effusion was assessed as serious with seriousness criteria of intervention required. Joint was punctured and subsequently cortisone was injected into the affected joint. Action taken: unknown. Corrective treatment: cortisone for severe effusion occurred; not reported for other. Outcome: unknown for both events. The product technical complaint was initiated and results were pending for the same.